Manufacturer narrative:
A patient's ipg was inoperable due to not putting the system into surgery mode was reported to abbott. As a result, the ipg was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable due to not putting the system into surgery mode. Surgical intervention occurred where the ipg was explanted and replaced to address the issue.